Event description:
Customer reported she has been experiencing low blood glucose. Her lowest current blood glucose was 48 mg/dl. Customer stated issues have occurred since customer doctor changed her settings back on (B)(6). The drive support cap was reported normal. Customer changed the infusion set out on sunday night. Customer was disconnected during rewind. Techniques were reviewed and performed correctly. Same amount of insulin was displayed on the reservoir and on the device. Customer does not recall any significant events which could have caused the low. The device was not exposed to an MRI. Device passed displacement test. Customer was advised to monitor the device and call back if issues persisted. Customer determined low were caused due to doctor changing settings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.